Manufacturer narrative:
The device involved in the event has not been returned for evaluation. Radio-opacity testing was performed on the retained sample from the same lot and was found to be within specification. (B)(4)

Event description:
Treatment of an avm. It was reported that onyx could not be visualized under the fluoroscope during injection. No patient injury reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device has been returned but does not contain enough solution for testing. Radio-opacity testing was performed on the retained sample from the same lot and was found to be within specification. (B)(4)